Event description:
It was reported that the patient received a patient notification. High pacing lead impedance, loss of capture and high pacing threshold were noted. Lead fracture was suspected. The lead was explanted.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. A partial lead with the tip measuring 52.8cm was returned for analysis. The damage found was sustained during the surgical procedure. The portion of the lead that was returned was otherwise normal. Without return of the entire lead, a complete analysis could not be performed.